Event description:
It was observed that during the device evaluation, the oes cystonephrofiberscope exhibited foreign material on the image guide cover lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material on the image guide cover lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.